Event description:
It was reported that this left ventricular (lv) lead was unable to be implanted due to dislodgement after the catheter was slit. By flushing the lead, a leakage was observed in the area of the spiral. This lead returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Supplemental: product investigation did not confirm the reported dislodgement observation. Product investigation confirmed the reported leakage observed in the area of the spiral. This lead failed the visual inspection test. Detailed analysis found a cut through in the insulation in spiral area - cut likely by distal edge of the catheter. Initial: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was unable to be implanted due to dislodgement after the catheter was slit. By flushing the lead, a leakage was observed in the area of the spiral. This lead is expected to be returned for analysis. No adverse patient effects were reported.